Manufacturer narrative:
This report is submitted on august 11, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device (specific date not reported). The device was explanted (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.